Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on several corrective actions, including disconnecting and manipulating tubing to address the occlusion issue. The cause was determined to be a blockage in the cartridge. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer loaded a new cartridge to resolve the issue and resume insulin delivery on the pump.